Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced low blood glucose levels. The customer's blood glucose levels were 50 mg/dl and 110 mg/dl. The customer treated with food for the low blood glucose levels. The customer did not mention any symptoms. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer did not receive medical attention for the low blood glucose event. The insulin pump will not be returned for analysis.